Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, after an unsuccessful attempt to cross a marginal lesion with another company's balloon while the guide wire was across the marginal lesion, a guiding catheter exchange was performed. This allowed the successful dilatation and stenting of the lesion. It was then noted that a portion of the wire had detached and remained in the distal part of the artery. Attempts to retrieve the wire fragment with another guide wire were unsuccessful. The patient was discharged 3 days after the procedure without complications. Reportedly, the patient suffered a myocardial infarction on the 4th day, was admitted to a different hospital, and subsequently expired. Causation between the event and the death of the patient has not been established.